Manufacturer narrative:
The pump was returned to animas for eval. During eval, the pump did not detect the cartridge during the load cartridge phase. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
During eval, the pump did not detect the cartridge during the load cartridge phase.